Event description:
On (B)(6) 2010, a spontaneous report was received from a consumer regarding a (B)(6) female who received an injection of restylane (cross-linked hyaluronic acid dermal filler). Medical history included allergies to unspecified antibiotics and no previous restylane or aesthetic procedures. The pt's skin type was olive. The pt was not taking any concomitant medications. The pt received an injection of restylane (amount reported as unk) on (B)(6) 2009 to the upper lip. Pre-procedure medication included an unspecified nerve block. No additional procedures were performed at the time of implantation. On an unspecified date in (B)(6) 2009, within one week of implantation, the pt developed a sinus infection (also reported as "was unsure if the pt was diagnosed with a sinus infection at that time"). The pt called her physician and was prescribed unspecified antibiotics and an unspecified nose spray for her symptoms. On (B)(6) 2010, the pt began to develop some unspecified symptoms, which then progressed. All of the following symptoms had developed by an unspecified date in 2010: disorientation, numbness and tingling in her arms and legs, discoloration of her arms (red and white blotches), livedo reticularis (reported as "livido reticular"), swelling of the tongue, swollen glands, thyroiditis, low grade fevers, fatigue, overall achiness, neck pain, heart palpitations, tachycardia, shakiness, wooziness, trouble swallowing, trembling, trouble breathing, joint pain, itching foot, swollen welt on the foot, nausea, diarrhea and constipation. The rptr could not be specific about when each symptom developed. The pt was medically evaluated by two primary care physicians, an infectious disease specialist, a sinus specialist and an ER physician (reported as "(B)(6)" from the date of the report). The pt had an appointment to see an otolaryngologist (reported as "ent") on an unk date. The infections disease specialist ruled out viral disease. The sinus specialist ordered a computerized axial tomography (CT) scan of her sinuses and diagnosed either a severe infection of the sinuses or a nodule. The pt also had unspecified blood work for thyroiditis, a CT scan of the thyroid and continuous electrocardiogram (EKG) via a holter monitor which was to be turned in for eval on (B)(6) 2010. The pt was treated with several unspecified antibiotics including doxycycline (reported as "current" at the time of the report) and unspecified steroids. As of (B)(6) 2010, the sinus infection symptoms were ongoing. The pt's glands were no longer swollen, her blood test for thyroiditis were normal and the itching foot and swollen welt on the foot were resolved. All of the pt's other symptoms were ongoing.

Manufacturer narrative:
Additional PMA/510(k) # p020023. The lot number and expiration date were reported as unk. The rptr refused to provide the pt's phone number indicating the pt was too sick to talk. The rptr indicated she would need to get permission from the pt before she could provide physician contact info.